Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Company representative reported via email that he called the customer and the customer stated that the insulin pump had frequent battery changes and unexplained no delivery alarms. The customer also stated that he had to restart the insulin pump to be able to rewind. Blood glucose value is unknown. The customer declined transfer for troubleshooting. The device will not be returned for analysis.